Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 383 mg/dl. The customer stated the pump alarm after battery change. The customer stated pump alarming at time of call. Customer was assisted with clearing the alarm and reprogramming time/date. The customer was advised this is normal pump behavior. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 600 mg/dl. The customer was admitted to the hospital. The customer caused of hospitalization was high blood glucose. Customer was send home after stabilizing blood glucose. Customer was wearing the pump at the time of hospitalization.